Manufacturer narrative:
(B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the initial date of surgery in which prolene mesh was implanted. Do you know the product lot number? If in your possession, may we have a copy of the operative report(s)? Does ethicon have your permission to contact your father¿s surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the surgeon¿s name, contact information and have your father sign the release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient had several hernia operations and it was recently discovered that a j&j product was used during the second operation. The patient had to go under the knife again after this operation because the symptoms and the hernia returned. The doctor was unable to determine why the operation was unsuccessful. Additional information has been requested.